Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual, functional and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified lesion in the right coronary artery. A 3.5x38mm xience alpine stent delivery system (sds) failed to cross due to the anatomy. An attempt to remove the sds was made; however, the sds got caught with the guideliner. The sds and guidliner were removed as a unit. The sds was inspected after removal and it was noticed that the stent struts were flared. The procedure was successfully completed with a 3.5x33mm xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.